Event description:
It was reported that the patient went by ambulance to the hospital due to patient alert tones being heard event four hours. It was determined that the ventricular lead alert had triggered to high impedance due to noise and oversensing. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, it was noted that the defibrillation coil was distorted, the proximal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and there was apparent explant damage.